Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. This report is number 2 of 2 mdrs filed for the same patient (reference 1825034-2017-01237 and 1825034-2016-03229).

Event description:
During a total shoulder arthroplasty procedure, the glenoid baseplate did not fit on the patient's glenoid after reaming. Additional reaming was performed and the baseplate successfully implanted. A 25 minute delay occurred. Additional information was requested and is not available.